Event description:
A patient reported blood glucose results of 135, 125, and 147 mg/dl with a lifescan meter, performed within 10 minutes of each other. Due to the erratic readings, the patient contacted a medical professional for advice and the physcian changed the patient insulin regimen. The technique of applying blood on the test strip is correct.